Manufacturer narrative:
This MDR was generated under protocol (B)(4) as a result of warning letter cms# (B)(4). No causes or potential causes to the customer's reported problem were found during the device history review. Visual inspection observed that there was no external damage. During the multiple flow and occlusion testing, the reported problem could not be duplicated. He root cause of the issue could not be determined. Replaced clutch half's left and right with leadscrew and spring as a preventative measure.

Event description:
It was reported that there was a clutch issue. No patient injury was reported.